Event description:
Discordant results for sodium (na) and chloride (cl) were obtained on a dimension rxl max instrument. The customer compared results between two instruments in the laboratory and detected that the results were high. The customer reran all the samples on an alternate instrument and corrected reports were sent to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant na and cl results was a malfunction of the integrated multisensor technology (imt) pump. The fse replaced the imt pump, imt sensor, a rotary valve and imt tubing. The instrument is performing within specifications. Further evaluation of the device is not required.